Manufacturer narrative:
Infinity¿ 5 ipg.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two dbs systems implanted. This report is for the right dbs ipg. Reference MFR report: 1627487-2017-01893 for left dbs ipg. It was reported the right dbs ipg was unable to communicate with the clinician programmer and was inoperable during the implant procedure on (B)(6) 2016. The ipg was removed and replaced during the procedure and issue was resolved.